Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) identified no anomalies. The returned device passed all testing in the laboratory. Analysis of the implantable catheter (serial # (B)(4)) identified damage to the anchor that was consistent with explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving ba clofen (500 mcg/ml at 174.77 mcg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the device was removed from the patient on (B)(6) 2018 because it was infected. There were no further complications reported at this time.